Event description:
(B)(4).

Manufacturer narrative:
Add'l info received on 01/29/2015 by medacta people that were in the theatre: the tip of the screwdriver, which interfaces with the screw, has several flanges of which some broke off. Fragment was removed from the pt. The final x-ray was used to confirm among others that no fragment remained inside. There was minimal amount of delay, talking about 5 minutes on a 4 hr surgery (2 level revision acdf). The breakage of the piece is likely to be associated to a user error by the surgeon. On 02/04/2015, r&d director of spine reviewed the x-rays received: the x-ray doesn't show any fragment of the instrument. I was present during the case and reviewed the x-ray together with the surgeon. He confirmed that there are no fragment of the instrument left in the pt. On the x-ray, you can see the cervical plate with the screws inside. In addition, you can see several pins which are the tantalum markers of the two cervical cages. Each cage has 4 pins. Therefore, we see a total of 8 pins. There is no stst segment visual on the x-ray. Stst is clearly detectable on an x-ray and would appear in similar colour as the well visible markers of the cage.